Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 85-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock in the setting of protected percutaneous coronary intervention. The patient's past medical history was significant for coronary artery disease, and the pre-support clinical condition was consistent with society for cardiovascular angiography and interventions (scai) stage a. Following completion of the percutaneous coronary intervention and removal of the guide catheter, the patient developed asystole requiring transcutaneous pacing. A temporary transvenous pacemaker was subsequently inserted. The patient rapidly regained hemodynamic stability with initiation of transcutaneous pacing and did not require cardiopulmonary resuscitation. During this period, the impella cp device remained in place and continued to function at performance level p-6. A coronary angiogram was performed to evaluate for potential stent occlusion, which confirmed that all coronary vessels remained patent with adequate blood flow. After confirmation of vessel patency and successful placement of the transvenous pacemaker, the impella cp device was weaned and explanted without complication. The reported episode of asystole is consistent with procedural and patient-specific factors in the setting of acute myocardial infarction and coronary intervention. The patient survived to device explant.